Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a polarsheath was selected for use. However, it was not possible to flush the device correctly due to issues with the valve of the airlock. The physician decided to replace the device, but the second sheath also had the same issue. Subsequently, the physician replaced the second sheath, and the issue was resolved. The procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation for a procedure, a polarsheath was selected for use. However, it was not possible to flush the device correctly due to issues with the valve of the airlock. The physician decided to replace the device, but the second sheath also had the same issue. Subsequently, the physician replaced the second sheath, and the issue was resolved. The procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation for a procedure, a polarsheath was selected for use. However, it was not possible to flush the device correctly due to issues with the valve of the airlock. The physician decided to replace the device, but the second sheath also had the same issue. Subsequently, the physician replaced the second sheath, and the issue was resolved. The procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the polarsheath was visually inspected for anything that would have led to the allegation of a failure to flush, no anomalies were found. An attempt was made to test patency of the side port and was unsuccessful. A syringe with water was attached to the side port and failed to flow through the flush line. There was immediate resistance to the attempt of pushing water into the side port. The valve housing was dissected to find the source of the occlusion. Material consistent with adhesive was found inside of the flush line at the junction where the flush line attaches to the housing.